Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the tl400 the light went off during use and could only be switched on again after "de-energizing". An extension of the surgical procedure by switching the light source back on by less than 15 minutes was reported. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the technical inspection of the returned product, the following was found: the root cause is a temporary misfunction from the control board by a communication error caused by electrical overstress. A restart of the unit solved the problem and the light source works according to the specifications. The production related quality checks were passed successfully and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. On page 10 of the corresponding IFU the following is stated in chapter 3.9 failure of products: the product may fail during use. Have a replacement product ready for each application or plan for an alternative surgical technique. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).